Event description:
It has been reported to philips that there were image quality issues experienced during a coronary procedure. The patient was noted to be critically ill with a 95% occlusion of coronary vessels. The physician reported being unable to visualize the stent and made the decision to transfer the patient to a different interventional suite to complete the procedure. The patient passed away during transfer to an alternate room. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported issue. The physician used a digital cardio protocol with settings designed to minimize radiation dose (fluoro mode 1 (out of 3)). When testing the system, the philips field service engineer (fse) found that, while the generator and imaging system were functioning without errors, the fluoroscopy dose was capped at 5 r/min (the legal limit is 10 r/min), and that the system¿s x-ray output was about 50% lower than expected (730 mgy/s instead of 1395 mgy/s). Calibration values for the x-ray tube did not match actual measurements, confirming that the system was delivering less x-ray output than intended. This issue was traced to preventive maintenance performed by customer¿s biomed staff in march 2024, during which they indicated they had used a non-validated calibration method instead of philips¿ recommended procedure in this regard (philips provides access to tooling to assemble, install, adjust, and test (aiat) certified components to ensure compliance with performance specifications as part of customer service intellectual property (csip) level 0). This resulted in the system delivering approximately half the expected x-ray dose. Event log data analysis also confirmed that the tube output was significantly lower than theoretical values. The fse performed tube adaptation and recalibrated tube yield, exposure dose limit (edl), and the detector. After these adjustments, the system passed all tests and was restored to normal dose output and image quality. Philips believes that the image quality issue was caused by the selected fluoro mode (whereby a fluoro mode with higher power could have provided a better visual) and improper calibration, resulting in under-delivery of x-ray dose within the different fluoro modes. The philips system was not defective and performed in accordance with its specifications. After recalibration, the system met all performance specifications and was returned to full operational status.